Event description:
It was reported that pump battery depleted rapidly after about 30% charge and touchscreen turned black and did not respond at times, causing delay in insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support and was already in process for renewal pump, and no further action was required.